Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with afx devices in 2013. A follow up showed the patient had aneurysm sac growth. The physician elected to reline the initial devices by implanting a bifurcated stent, a suprarenal aortic extension, and two limb extensions. The procedure was successfully completed and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the clinical evaluation was able to confirm an unknown endoleak and aneurysm sac growth. There was also evidence to reasonably suggest the following observations, a type 2 endoleak at 17 months post initial implant and coil embolization; at 35 months post initial implant poor stent apposition of the left iliac limb. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use, patient anatomy, suboptimal imaging, a large patent inferior mesenteric artery, a large patent lumbar artery, antiplatelet therapy, anticoagulation therapy, and the unknown endoleak contributing to the aneurysm growth. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.